Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 30,372 joules into the case during a prostate procedure. It was also reported the fiber was damaged at the tip. The procedure was completed with a second fiber. The patient was reported to be "ok".

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted.